Event description:
The consumer reported that the implant turns itself off after he recharges to full. The patient stated that it used to be occasionally and now it was every time. The patient reported that sometimes he waits for the battery to get low and stimulation to stop before he recharges. The patient noted that he used to charge every 11-14 days and now charged every 10-12 days, but stated he knew recharging more frequently was normal for rechargeable batteries. The indication for use was lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.